Event description:
Reporter calling, stating she has experienced allergic reactions and health problems after mercury amalgam fillings were used on her years ago during her childhood. Reporter states "probably due to a language barrier" between her mother and the dentist, four mercury amalgam fillings were placed during one dental procedure some time between the years "2002 and 2006". Reporter states she only recently learned that these fillings were mercury amalgam and reporter states she read on the FDA's website "how mercury fillings can cause allergic reactions". Reporter states she believes the mercury has caused her to experience allergic reactions and ongoing health problems ever since. Reporter states she is frequently forgetful, has concentration problems, and experiences frequent urination. Reporter states "about two years ago" she was hospitalized due to a urinary tract infection, and the infection spread to her kidneys and liver and eventually resulted in sepsis and liver problems. Reporter states she has contacted the "(B)(6) attorney general" regarding her health problems and mercury amalgam concerns, and reporter states this office advised her to file an adverse event report with the FDA, and to contact dental regulatory authorities in (B)(6). Reporter states she has not yet contacted dental regulatory authorities in (B)(6), however is considering doing so. Reporter states that she wants her mercury amalgam fillings removed and replaced with composite fillings due to the health problems she has experienced. Reporter states she does not believe she should have to pay for this, and that the dental office should be responsible for the cost of the procedure.